Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 percutaneous lead and splitter 2x8 kits the explanted devices were not returned to bsn.

Event description:
A report was received that the patent was experiencing pain in the left rib cage following a trial procedure. X-ray results confirmed lead migration. The patient underwent an early lead pull.